Event description:
A registered nurse reported that a system message, indicating a vacuum issue, displayed during a cataract with (iol) intraocular lens implant procedure. Following a five minute delay, an alternate unit was used to complete the case. There was no harm to the patient.

Manufacturer narrative:
This facility has a third party troubleshooting the reported problem. The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps cold not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).